Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, corrections, and engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "resistance between system components - difficulty advancing through sheath" was unable to be confirmed due to no clear procedural imagery/device provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Complaint description states "resistance was noted when the commander delivery system was inserted though the sheath when the tip and the commander balloon were out of the sheath. The valve and delivery system exited the tip of the esheath." Provided imagery of patient anatomy shows tortuosity and calcification present within access vessels. Calcified and tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that patient factors (calcification and tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, the valve would not advance out the common iliac and into the abdominal aorta, during removal, the valve became stuck in the tissue track of the patient and the surgeon cut the right groin to remove the valve from the patient . The patient's blood pressure began to drop and an angiogram showed a perforation at the right common iliac site that was caused by the valve and or combination of sheath and valve. Units of blood was given along with chest compressions and medications however attempts by the surgeon to get the bleeding under control were unsuccessful and the patient expired.

Manufacturer narrative:
Investigation is ongoing. Device not returned.